Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap attached to the pump but continued to spin with the yellow o-ring visible. All the battery cap contact measurements were within specification. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no reboot occurrences. The pump was opened to find no damage to the power circuit. No moisture was found internally. The complaint of intermittent power issues could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.